Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patients programmer showed poor communication. The patient said they were not able to communicate with their recharger. The last time the patient felt stimulation was 7 or 8 months ago (2016) and the last successful charge session was 7 or 8 months ago (2016). The patient was redirected to health care professional (hcp) to address possible over discharge. The product service specialist (pss) reviewed the importance of keeping ins charged to maintain therapy. The patient indicated they had lost weight and thinks the stimulator could have moved. Pss asked the patient if they thought the device moved, and they said they cant connect with her equipment. The patient said they first noticed they could not connect with the ins all of this year, probably 5 or 6 months (2017). The patient also reported they fell in (B)(6) of last year (2016). No further patient symptoms or complications were reported from this event.